Event description:
Physio-control was performing preventative maintenance on the customer's device and observed a non-critical issue with the device. Upon further evaluation of the customer's device, physio-control observed that the device would not charge to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if it was needed.

Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c33.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's biphasic pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control was performing preventative maintenance on the customer's device and observed a non-critical issue with the device. Upon further evaluation of the customer's device, physio-control observed that the device would not charge to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if it was needed.